Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. There was no visible sign of blood on the tubing and the line tested positive of blood with test strip. The line was clamped and the pt disconnected. There were no pt ill effects and the estimated blood loss was 200ml's. Sample is not available; sample was not saved.